Event description:
The customer called to report an alarm on the insulin pump during normal use. The customer also reported being hospitalized due to diabetic ketoacidosis. The customer did not have any details regarding the event, but was told by his doctor to request a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.